Event description:
It was reported that a patient presented to the emergency room with symptoms of fatigue and shortness of breath. Interrogation of device revealed that the device was in backup vvi mode. Patient noted feeling a vibration from the device a few weeks ago. After further investigation, it was determined that device detected multiple errors that lead to triggering backup vvi. A device code download was performed successfully. Patient will be monitored via merlin.net.